Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer failed the power down test during incoming functional test. It was noted that power supply was defective. It was also noted that liquid crystal display (lcd) was defective and programmer displayed white screen. It was further noted that upper hinges were broken. The bezel was cracked on the left and right side. Additionally, it was noted that keyboard part was missing. The left and right keyboard hinges were broken. The upper and lower bullets, media door were broken. The programmer will be decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manuf acturer's analysis. There was no patient involvement.